Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the basal rate was 0.0 without making any changes to the basal rate settings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/26/2013 with the following findings: a review of the pump¿s history showed the 0.00u basal rate on (B)(6) 2013 08:54 was recorded due to a replace cartridge¿ alarm on (B)(6) 2013 08:51. During testing, the pump powered on normally. A 1.0 unit per hour basal program was executed in the pump for a 24hr duration period with no errors, alarms, or warnings. At the end of the exercise the pump was still delivering at the 1 unit per hour basal rate and the rates were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. Unrelated to the complaint, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.